Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user became disconnected from the ilet pump after losing and then finding the device, experienced difficulty obtaining supplies, and required assistance to complete infusion set and cartridge setup and resume therapy; the pump had restarted and the agent reviewed setup and best practices including not disconnecting the infusion set for exercise and completed troubleshooting and education. Symptoms included hyperglycemia with reported blood glucose of 308 mg/dl. Outcomes included restoration of pump use with education provided. Investigation included user interview and remote troubleshooting. Investigation of this case revealed no device malfunction reproducible during support and that user setup and supply access issues contributed to interruption of therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with inadequate supplies and need for retraining.